Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings with the control solution. The sr. Medical surveillance specialist contacted the patient to obtain and clarify information; however, was unable to reach her by telephone. On (B) (6) 2010, the smss sent a letter requesting the patient contact medical surveillance. On (B) (6) 2009, the patient obtained the control solution result of 435 mg/dl on the reported meter, which was out of range high for the test strips in use. Fifteen minutes after the use of the meter, the patient experienced the symptoms of shaking and she felt low. The patient took no actions and received no medical attention or treatment. Troubleshooting revealed the patient's testing technique for the control solution was incorrect, which may have led to the inaccurate reading. The patient controls her diabetes with insulin and the oral diabetes medication metformin. It would have been helpful to determine if the patient tested her blood glucose level at the time she ran the control solution test, what that reading was, her blood glucose readings prior to this event, what meals and medications the patient took prior to this event, and if she tested her blood glucose level while symptomatic. The meter, test strips and control solution were replaced. The patient's control solution testing technique was incorrect. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter and after obtaining an out of range high control solution test result. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.